Manufacturer narrative:
H3: product analysis #: (B)(4) lot#: 0011155084 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during second lumbar vertebral compression fracture. It was reported that tab extender distortion. Level at which the implant was performed were t12, l1, l3 no patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from the rep that product allegation was material deformation. And for compression fractures of the second lumbar vertebra, it was fixed with 2a1b. Corrective manipulation was added and vertebral reduction was performed.